Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damage. This rv lead was abandoned surgically. No additional adverse patient effects were reported. Additional information was received indicating that the conductor of this right ventricular (rv) lead was not exposed. Moreover, a visible damage to the outer insulation was noted along with downward trending impedance values. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damage. This rv lead was abandoned surgically. No additional adverse patient effects were reported.